Event description:
The customer reported to olympus, ¿white balance not possible, image has a green cast¿. The reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation and the customer¿s reported problem was confirmed. The scope produces a green colored image defect which was isolated to a defective charged coupled device unit. The device was returned to the legal manufacturer for further investigation. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd)/r-unit, however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.